Event description:
Patient had a spinal surgery in 2003. One month after the surgery, she became symptomatic with pains, low grade fever and swollen joints. She was sicker than before. Prior to the surgery, patient was very healthy. One year later patient went back and md found out that the medical sponge that was put in her back was missing. Her body has rejected the drug and has given the patient an auto immune disease. Pt went to mayo clinic but no improvement. Patient lost 25lbs in 2 months.